Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for detached bypass tube since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Age & date of birth - only year provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used to seal the puncture site after the percutaneous transluminal coronary angioplasty (ptca) interventional treatment. The physician found that the collagen had fallen up when he opened the package. There was no patient injury/medical or surgical intervention required. The patient was in stable condition. Additional information was received on 23feb2021. After opening the aluminum foil bag, the transparent cap (bypass tube) of the main body fell off. A new angio-seal device was used to finish the operation. The operation was successful.